Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while performing the day one check, the next morning post implant procedure, it was noted that there was non-atrial capture and undersensing. Egm and ECG confirmed the atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2019. The physician felt it necessary to replace the lead due to tissue within the helix, most likely from the dislodgement. It has been deduced that the dislodgement occurred during movement of the patient between beds. The patient¿s condition was stable, and the new lead replacement was satisfactory.